Event description:
Pt had 1.9 fr neopicc placed via left antecubital vein for prolonged venous access and IV antibiotics. PICC was placed without difficulty. X-ray with contrast confirmed tip at the mid-clavicle. Pt tolerated procedure well. Three(3) days later, left shoulder area noted to be red, edematous and warm to touch. PICC discontinued intact. Pt tolerated procedure well with no change in status noted.